Event description:
It was reported that the patient spinal cord stimulator (scs) did not help with back pain. All device components were explanted and were not returned. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2024. Block d6b: explant date: (B)(6) 2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6)2.